Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Check that the pump is working properly by plugging a power source into the usb port and confirming that the display turns on, you hear audible beeps, feel the pump vibrate, and see the green led light blinking around the edge of the screen on/quick bolus button. If you are unsure about potential damage, discontinue use of the pump and contact customer technical support. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that intermittent occlusion alarms occurred. It was also reported that the customer received a power source alert while using the tandem-provided usb cable and wall adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable. Lastly, it was reported that damage to the pump housing caused difficulty loading cartridges after customer dropped the pump. The customer's blood glucose level was in 120-150 mg/dl range. Reportedly, customer continued using pump for insulin therapy.